Event description:
It was reported that the patient passed away at home suddenly in the middle of the night on (B)(6) 2022. The cause of death was cardiac arrest and right ventricular failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), was not explanted and was therefore not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including right heart failure and death. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later communicated that right heart failure did not exist pre-left ventricular assist device (lvad) implant. A device/therapy-related issue did not cause or contribute to the right heart failure. The patient did not exhibit symptoms and the event was not treated prior to their outcome.